Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one month post battery change that the patient experienced infection. The entire pacing system was explanted and rep laced. No further patient complications have been reported as a result of this event.